Event description:
During index procedure, one endeavor rx drug-eluting stent was implanted in the proximal left circumflex. Pt was asymptomatic at 30 day follow up. Approx 5.5 months post index procedure, pt died. Investigator reports sudden death of pt occurred at work. No autopsy report available. Investigator states that relationship between death and study stent is not assessable. Investigator reported that the death was not associated with an mi and that there was no evidence of stent thrombosis.

Manufacturer narrative:
Results death.